Event description:
Additional information received reported the office was working on it but the revision had not been scheduled as of yet.

Manufacturer narrative:
Concomitant medical products: product ID: neu_ptm_prog, product type: programmer, patient. Product ID: 8840, serial# unknown, product type: programmer, physician. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 389133, lot# j0537549v, implanted: (B)(6) 2005, product type: lead. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 7439, serial# (B)(4), product type: programmer, patient. (B)(4.)

Event description:
Additional information received reported that the patient was going to have his implantable neurostimulator (ins) replaced on (B)(6). It was later reported that the replacement was done. He had all existing implants removed and replaced with a new surescan system. The patient was doing well and receiving effective therapy.

Manufacturer narrative:
Required intervention no longer applicable. (B)(4). No serious injury.

Event description:
Additional information received reported that the patient's implantable neurostimulator (ins) was dead due to end of life (eol) and was being schedule for an ins replacement. The patient received assistance from his doctor or manufacturing representative on (B)(6) 2014 and his concerns were resolved. No outcome as reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that the patient was unable to adjust stimulation and would not interrogate. When the patient went to sync with the patient programmer (pp), while using the antenna, he saw the implantable neurostimulator (ins) icon in the top left corner stating stimulation was on and then 3 letters ¿q¿s on the screen. That was all that the patient saw and did not see anything else. The pp would not allow the patient to do anything else. It was noted that the pp had never gotten wet or dropped and the patient just changed the batteries, the night prior to the notified date, to (B)(6) batteries. The patient noticed the issue started last night. The anomaly appeared to have occurred through product use. No indication of patient harm was reported. Four days later, the patient received a replacement pp and it would not power on. It was noted that it was a new battery. The patient also saw a call your doctor screen with a 251 error code, which coincided with the stimulation turning off. It was recommended that the patient contact his healthcare provider (hcp) and have the device interrogated. The patient saw the 251 error code for two months. The patient then met with a manufacturing representative that tried to interrogate with the device. She was getting an error code ir communication failure 19, which indicated that she needed to delete files from the clinician programmer (8840) software card. The 8840 could not recognize the pp, which continued to display the 251 error. It was noted that the patient did not have any other devices implanted. They suspected that this implantable neurostimulator (ins) had depleted and scheduled an ins replacement. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.